Event description:
On 11/12/96, datascope was notified that the iab was probably discarded by the facility and would not be returned to datascope for evaluation. On 2/11/97, the following was reported to datascope. The iab pumped for three days. Event complications: unk - reported 8/29/96; none - reported 2/11/97. Patient's current status: discharged - rpt'd 2/11/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.